Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what do you mean by "deswaged"?. Please explain. The needle separated from the 2.0 ethibond suture after the suture was passed through tissue what was the initial procedure?. Valve replacement what was used to complete the procedure? The same suture was used. Did the surgery was completed successfully? Yes. What is the event day and procedure date? Unknown. What is the lot number? Unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a valve replacement procedure on an unknown date and suture was used. It was reported that the needle separated from the suture during use. The needle fell out of the needle driver, but was found in the drapes covering the patient. The procedure was completed with the same device and there were no adverse patient consequences reported. Additional information was requested.